Event description:
It was reported that in the middle of broaching the tibia during a knee revision surgical procedure it was observed that the impactor device would not fire. It was reported that the device would make a noise, but the thrusting would not occur. During in-house engineering evaluation it was determined that the device had a sticky trigger. There were no reports of injuries, medical intervention, or prolonged hospitalization. The procedure was completed with manual broaching, which led to a small delay, all available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The impactor device was evaluated and the reported condition that the device would make a noise, but the thrusting would not occur was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a sticky trigger. It was further determined that the device failed pretest for visual assessment and final assessment. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI (B)(4).